Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter was not returned with the pump. The black box showed one occlusion alarm on (B)(4) 2014 and the force at the time of the occlusions was high. The pump history showed that 2.5u of a programmed 3.5u bolus was delivered due to the occlusion alarm. The remaining 1.0u bolus was not delivered after the alarm was cleared. The black box showed an unexplained loss of prime event on (B)(4) 2014 12:56; deliveries resumed at 13:47. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours using the returned battery cap and returned cartridge cap; no occlusion alarms or any other alarms were duplicated during testing. The force sensor calibration test confirmed that the sensor was detecting correct force at 5 pounds. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an occlusion issue with the pump. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 600mg/dl with large ketones and symptoms of dehydration, dizziness, lightheadedness, extreme drowsiness, difficulty waking up, confusion, polydipsia and nausea. It was reported that the patient was treated with insulin via injection and oral carbohydrates and that pump use was discontinued. Reportedly, there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event and that an occlusion issue had occurred with more than one infusion set. Review of the bolus history for cancelled boluses indicated that 2.5 units had been delivered of 3.5 units programmed and that the patient had not delivered the cancelled bolus amount after the alarm was cleared. Troubleshooting revealed that the occlusion sensitivity had been programmed to low and that no other contributing factors were associated with the alleged event. This complaint is being reported for alleged hyperglycemia associated with an occlusion issue in the pump of unknown origin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.